Event description:
It was reported that there was an embolism and critical limb ischemia, requiring amputation. A jetstream atherectomy catheter was selected to treat an occluded superficial femoral artery (sfa) lesion. Because the sfa was fully occluded, the physician renounced to use a filter. Instead, the distal cap of the occlusion was used as a biological filter. After the use of the jetstream, there was a distal embolization. It was removed using a fogarty catheter. Nevertheless, the patient presented with critical limb ischemia the next day, and the vascular surgeons had to amputate the lower leg. The patient was discharged from the hospital, and no further complications were reported.

Event description:
It was reported that there was an embolism and critical limb ischemia, requiring amputation. A jetstream atherectomy catheter was selected to treat an occluded superficial femoral artery (sfa) lesion. Because the sfa was fully occluded, the physician renounced to use a filter. Instead, the distal cap of the occlusion was used as a biological filter. After the use of the jetstream, there was a distal embolization. It was removed using a fogarty catheter. Nevertheless, the patient presented with critical limb ischemia the next day, and the vascular surgeons had to amputate the lower leg. The patient was discharged from the hospital, and no further complications were reported. It was further reported that the use of the jetstream without a filter resulted in the distal embolism which caused the critical ischemia. The distal embolism occurred during the procedure, but it was not recognized until the following day, at which point another procedure was performed using a fogarty catheter. Imaging showed that the physician was able to totally remove the distal embolism.